Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep retrieved the error log files and checked the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.